Manufacturer narrative:
On 19-mar-2023, the customer had another questionable troponin t hs elecsys result. The initial result was 14 ng/l. The repeat results were 23.1 ng/l and 13.5 ng/l. No information was provided for the result reported outside of the laboratory. The investigation determined the previous conclusions applied to the new event.

Manufacturer narrative:
Additional information was received regarding patient 2. The questionable result was not reported outside of the laboratory as the customer repeats all samples with troponin testing. There was no allegation that the patient was adversely affected. The field service engineer changed the measuring cells and the field application specialist checked the sample quality. Several samples were found to have a deformation of the gel that crates an inhomogeneous mass and blood particles in the sample suspension. Medwatch field d4- expiration date was updated. The expiration date for the reagent lot 642405 was 30-nov-2023. The investigation did not identify a product problem. The cause of the event could not be determined. The issue was consistent with a pre-analytic issue. Correct pre-analytic sample handling is within the customer's responsibility. Based on a review of the quality control data, an issue with the reagent was excluded.

Event description:
There was an allegation of questionable high troponin t hs elecsys results from cobas e 801 analytical unit serial number (B)(4). Patient 1 initial result was 177 ng/l and was reported outside of the laboratory. A new sample taken three hours later had a result of 23 ng/l. Both samples were repeated and the results were 16 ng/l and 15.9 ng/l. On (B)(6) 2023, patient 2 initial result was 6 ng/l. The repeat results were 90 ng/l and 5 ng/l. It was requested but not known if any result was reported outside of the laboratory for this sample. Patient 2 was tested using reagent lot number 642405. The expiration date was not provided.

Manufacturer narrative:
The field service engineer performed instrument checks. The investigation is ongoing. Na.